Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was cracked at battery compartment and near reservoir. The patient¿s blood glucose level was unknown but states it was very low at the time of the incident, and states that paramedics were called and was treated with a glucagon shot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked battery tube thread, cracked reservoir tube lip and cracked on display window noted. Insulin pump meets specification: yes the information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.